Event description:
Info was received that this product was part of a system revision due to infection. The left ventricular (lv) lead was explanted. There were no additional adverse effects reported.

Manufacturer narrative:
Na